Event description:
Allegedly, on (B)(6) 2017, patient had a left total hip arthroplasty. Patient received the profemur short cobalt chrome modular neck (phac1252) and a profemur renaissance femoral stem made of titanium alloy. Patient now experiences on-going pain and has been told he is in need of revision surgery due to "metal-on-metal wear" and that his cobalt and chromium levels are elevated. Due to failure of his device, patient is in the process of scheduling a revision surgery to remove the defective device. It has been stated also that the profemur total hip system implanted on patient's left side has subsequently failed due to corrosion of the modular neck. The date of the revision surgery has not been indicated and it has not been confirmed that the revision surgery has already been performed.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.